Event description:
The customer contacted philips to report that the battery was "dead" and would not take a charge. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.